Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unsure how much insulin was in the cartridge prior to the minimum fill notification occurring. There was no reported impact to customer's blood glucose level. Customer declined further assistance with tandem technical support.